Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump repeatedly shut down unexpectedly and would not power on despite time on the charging pad; the screen briefly illuminated and then powered off, and the user was advised to use backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unexpected shutdown associated with a component-level issue, with findings indicating an insulation problem and involvement of a seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.